Event description:
Patient was revised to address pain. Update: (B)(6) 2013 - litigation alleged the patient suffered pain, stiffness, discomfort, weakness, immobility and toxicity of metal in the body as a result of the implanted asr hip. There is no new information that changes the outcome of this investigation. Update: - medical records received (B)(6) 2013. Revision operative report indicates pain, increased metal levels, large polyp, fibrous debris in and around the head, mild corrosion around the neck, granulomatous tissue. Adapter sleeve and stem added to complaint.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. Additionally, research using the as400 system indicates that several pieces from the reported lots have been delivered, and, as no additional reports of noise have been received, can be reasonably assumed implanted without this issue. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.